Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that when putting a battery into the heartstart mrx, the device would display pacing and shock errors. There is no indication of patient involvement.